Event description:
Same case as MDR ID: 2134265-2015-04138. It was reported that balloon rupture occurred. Vascular access was obtained via the left upper arm vein. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. After a 0.035 100 non-bsc guide wire crossed the lesion, a 7.0mmx40mm, 40cm mustang¿ balloon catheter was advanced. During the first inflation attempt to 5atm for 5 seconds; the meter gauge of the encore balloon catheter inflation device did not increase. When the deflation was performed, blood came into the inflation device. Upon removal it was noted that the balloon was ruptured. The procedure was completed with another 7.0mmx40mm, 40cm mustang¿ balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age a time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. The presence of solidified blood was noted in the balloon which is indicative of a leak. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 6mm distal to the distal edge of the proximal markerband. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left upper arm vein. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. After a 0.035 100 non-bsc guide wire crossed the lesion, a 7.0mmx40mm, 40cm mustang¿ balloon catheter was advanced. During the first inflation attempt to 5atm for 5 seconds; the meter gauge of the encore balloon catheter inflation device did not increase. When the deflation was performed, blood came into the inflation device. Upon removal it was noted that the balloon was ruptured. The procedure was completed with another 7.0mmx40mm, 40cm mustang¿ balloon. No patient complications were reported and the patient's status was good.